Event description:
A balloon ruptured on the first inflation at six atmospheres and detached from the catheter shaft in the pt during an external iliac artery angioplasty procedure of an extremely calcified lesion. During removal of the balloon catheter though the sheath, resistance was encountered. The sheath and balloon catheter were removed as a unit. Percutaneous attempts at retrieval of the balloon material were unsuccessful and resulted in dissection of the artery. The pt underwent bypass surgery for repair of the artery and retrieval of the detached balloon material. The pt's condition is good and has since been discharged. The device was received, evaluated and retained by this MFR. The engineering eval indicated the detached balloon material was returned in two segments which were wrinkled. One segment was 3.5cm long and the second segment was 1cm long. Fragments of balloon material were noted on the proximal bond. The distal bond was missing from the catheter shaft. Adhesive was noted on the shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in an extremely calcified lesion and resistance was encountered upon withdrawal attempts after balloon rupture. These factors may have contributed to this event. Co's directions for use stat: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered due to balloon rupture or for any reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."